Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator oversensed atrial activity on the ventricular channel resulting in inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. The patient was reportedly asymptomatic. Additionally, it was also noted that after the atp was delivered, a rhythm acceleration of the ventricular channel with undersensing was present. The field representative suspected a suboptimal right ventricular (rv) lead placement, which could be the cause of the oversensing. A revision procedure occurred and this rv lead was almost fully in the right atrium and was successfully repositioned into the right chamber. At this time this lead remains in service. No additional adverse patient effects were reported.